Event description:
The respiratory care manager, reported the following: on (B)(6) 2010, at (B)(6) nursing reported the ventilator circuit had become disconnected from the patients tracheostomy tube. At that time the patient had a code event with bradycardia but oxygen saturation ok. CPR was started due to no palpable pulse. They did not know if the code event was due to the circuit disconnect or if it was due to a patient vasovagal event. The patient was later transferred that day to another facility and was therefore no longer using this ventilator. The patient expired 2 days later but they could not state that the patient death was due to the reported circuit disconnect or the CPR event. Nursing later stated that the ventilator did not alarm at the time of the circuit disconnect however respiratory reported they looked at the trending information and it indicated the ventilator did alarm. Testing was performed by the hospital and the ventilator passed. Service was requested and the manufacturer's service technician reported an occurrence of an occlusion alarm at 0815. The service technician performed occlusion testing on the ventilator and it passed to operating specifications. The service technician completed extended self testing and performance verification testing. The service technician reported the ventilator alarms functioned properly and testing passed.